Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the sample involved on this complaint. Corrective action cannot be established at this time since the information provided is not enough to perform a proper investigation to determinate the root cause and the corresponding corrective actions. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges "product is leaking when attached to machine." Alleged issue reported as during use. There was no report of harm or consequence to the patient. No report of medical intervention.